Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 75% stenosed target lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with 1.20x6.0mm and 1.50x6.0mm non-bsc balloons. Rotational atherectomy with a rotablator ablation device and a1.25mm burr was then performed. The 1.50x6.0mm balloon was again inflated. A 3.00x12mm taxus liberte stent delivery system (sds) was then advanced and was unable to cross the proximal lad. A microcatheter was advanced and also would not cross the proximal lad. The taxus liberte sds was again advanced to the lesion and would not cross. The physician attempted to withdraw the sds and the stent dislodged inside of the microcatheter. The microcatheter and sds were removed intact. The procedure was completed with another of the same device. No additional patient complications occurred.